Event description:
It was reported that the customer experienced low blood glucose levels for the past year and was hospitalized. The blood glucose reading at the time of emergency medical technician response was 35 mg/dl. The customer's wife stated that the customer had gone unconscious prior to the admission. The perceived cause of the low blood glucose event was unknown, which is why the caller suspected it was the fault of the insulin pump. The customer discontinued use of the device after the hospitalization. The blood glucose reading at the time of the call was 200 mg/dl. The caller confirmed that reservoir showed the same amount of insulin as was shown on the status screen. The caller noted that the doctor had changed the insulin concentration shortly before the low blood glucose event. Battery out limit and no delivery alarms occurred during troubleshoot, per normal device behavior. Advised the customer to speak with the doctor regarding low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.